Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the battery cap had been replaced but the battery cap would not stay as it should again. The battery cap would have to be turned a certain way for the device to stay on. Customer's blood glucose was unknown. Device had been alarming low battery alerts one to two days after putting in new batteries. Customer's mother was unable to troubleshoot at time of the call due to the customer and device were not present. Customer will not be returning the sensor for analysis.